Event description:
When using the microcurrent settings for transcranial therapy of a tens unit, the patient found the unit uncomfortable - the unit had burned his ears when set at .35ma. The doctor thought this could not be possible because, based on his knowledge, the threshold for a human feeling current is .5ma to 1ma. (Update received 3/3/2016) the patient received second degree burns - the blisters itched and then scabbed over. They applied antibiotic ointment from that point until the burns were healed. There are still some small residual bumps on the back of his earlobes - these are not itchy nor scabbing. The unit was returned to compass health brands on 3/7/2016 and tested on channels 1 and 2 with both the returned end-user's lead wires and in-house testing sample lead wires - the device appeared to be within spec range overall. The customer's complaint was unable to be duplicated upon a review of the returned device.